Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device was leaking oil/fluid not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device had some corrosion. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: the event date was unknown in the initial report and has been updated accordingly. B5: this medwatch is 1 of 4 for the same event. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. E1: the initial reporter first and last name have been updated. The initial reporters phone number and email address have also been updated. B5: the event description has been updated to include additional devices and updated event information. D10: concomitant med products and therapy dates: attachment devices, craniotome device ((B)(6) 2021).

Event description:
It was reported in the initial medwatch report that the motor device was leaking oil/fluid. It was not reported if the event occurred during a surgical procedure. Upon further investigation, additional information was received from the reporter stating that during an unspecified surgical procedure, it was discovered that an attachment device was broken and had an ongoing oil fluid/black fluid leak during use. It was reported that the attachment was being used together with the motor device, another attachment device, and a craniotome device. It was further reported that the craniotome device broke apart during use. The reporter indicated that the root cause of the fluid leak was unknown, and it was unclear whether the leak was related to the attachments or the motor device. The reporter also mentioned that they had past issues with the ball bearings wearing down and then mixing with the irrigation liquid. It was not reported if there were any delays in the surgical procedure or if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that the motor device was leaking oil/fluid. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.